Event description:
It was reported that the patient emailed describing issues with low blood glucose while using the ilet and requested guidance; additional information was requested and a call-back was advised to gather details and escalate to the clinical team if needed. Symptoms included hypoglycemia. Outcomes included the need for clinical assessment and product support. Investigation included attempts to obtain additional information from the patient. Investigation of this case revealed that the cause of the hypoglycemia was not determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.